Event description:
Information was received from (B)(6) that the vad nurse reported that the patient had been at hospitalized at another site with signs of infection and positive blood cultures. The patient was treated with intravenous (IV) antibiotics.

Manufacturer narrative:
The pump and driveline remain implanted. The potential root cause of infection is poor aseptic technique during dressing changes of the driveline exit site. Another potential cause is patients who take a bath or swim, as this may damage the system's components and/or result in driveline exit site infection, which are more common after discharge of the patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The pump remains implanted.